Event description:
It was reported that during a laparoscopic insertion of gastric port procedure, the device cut but did not fire any staples when the doctor initially used the device. The scrub technician tested the device prior to handing it off to the doctor. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).